Manufacturer narrative:
The device ro 14 035 has been inspected for investigation purpose. The tests performed confirmed that rosa crashes due to electrocoagulate. The internal complaint reference is the following: (B)(4).

Event description:
It has been reported that during a surgery, a software crash has been detected. A surgery delay of 2 hours has been reported.